Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no vibration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) the data log was provided by the patient. The data was reviewed on 05/15/2015 and could not confirm the reported event of intermittent audio output. The complaint device was also returned for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not observe any errors related to the customer complaint. Functional testing was performed and the test confirmed the reported event of no vibration. The root cause was determined to be a defective vibrate motor.